Event description:
It was reported that the device entered backup mode for an unknown reason. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.